Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, information not provided. The account commented that the patient noticed the blurry vision a few months after the surgery. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 30.0 diopter intraocular lens (iol) was implanted into the right eye (od) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to blurry vision. There was no incision enlargement, vitrectomy, or sutures required. The lens was replaced with the same model, but different diopter of 25.0. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No further information was provided.